Manufacturer narrative:
Eval summary: the expiration date (2007-06) is printed on the label and also it is mentioned in the package insert that osteobond copolymer bone cement must not be used after expiration date printed on the package. No cause analysis is possible as to why the expired bone cement was used in surgery. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Distribution history records indicate that at the latest, zimmer shipped this lot to the first consignee six months prior to the expiration date. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the surgeon used 1-80g of osteobond that was expired on a hemi hip implant not knowing that the product was expired.